Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the reported complaint of a torn cable. The mbf instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No insulation damage was found, nor were there any pieces missing. Fa found no signs of thermal damage. When the housing was removed from the back end, there was no damage observed. No functional test could be performed on an in-house system due to the broken wire. The root cause for the broken conductor wire is typically attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or video was provided for review. A review of the instrument log for the mbf instrument (part# 470172-16/lot# n10200518-0136) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 6 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument was found to have a torn high frequency cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter; however, no further information was provided.